Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 1 months following the implant of this transcatheter bioprosthetic valve, the patient developed lower extremity edema and shortness of breath. Right bundle branch block, congestive heart failure, aortic insufficiency, hypertension and mitral regurgitation were noted. Per the physician, intervention will be required.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Codes were added. Additional codes. Codes were added. Corrected data: d. Suspect medical device full UDI# medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 1 months following the implant of this transcatheter bioprosthetic valve, the patient developed lower extremity edema and shortness of breath. Right bundle branch block, congestive heart failure, aortic insufficiency, hypertension and mitral regurgitation were noted. Per the physician, intervention will be required. Additional information was received to report a transesophageal echocardiogram was performed and showed the bioprosthetic aortic valve had severe aortic insufficiency with pressure half-time of 147 ms and holodiastolic flow reversal (hdr) in the descending thoracic aorta. The failure mechanism appeared to be early valve degeneration with a likely unsupported posterior leaflet, no definite vegetations were observed. There was mild paravalvular leak and normal systolic doppler parameters with a mean gradient 12 mm hg. Additionally, there was moderate mitral regurgitation and mild mitral stenosis. The calculated mitral regurgitant volume 40 cc and ero 0.2 cm². The 3d mitral valve area was 1.8 cm² and the mean diastolic doppler gradient was 4 mm hg. Visual inspection showed normal biventricular function. There was trivial pericardial effusion and a right pleural effusion. The patient's existing diuretic medication dosage was increased.